Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported swelling and pain when wearing the abbott diabetes care (adc) device. The customer contacted her doctor and required unspecified treatment. There was no report of death or permanent impairment associated with this event.